Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance and sensing were observed on the right ventricular (rv) lead. Further information was requested but not available. The patient experienced no adverse health consequences.